Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: delta v-40 ceramic head 36/0; cat#:6570-0-136; lot#:56593601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient was about 7 weeks post op and had a incisional wound open about a centimeter. Doctor washed out the hip and replaced the head and liner.

Manufacturer narrative:
An event regarding patient factors (opening of an incisional wound) involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient was about 7 weeks post op and had a incisional wound open about a centimeter. Doctor washed out the hip and replaced the head and liner.